Event description:
It was reported that during a percutaneous transluminal angioplasty a pinhole balloon rupture occurred. The 90% stenosed lesion was moderately tortuous and there was no calcification in the shunt of hemodialysis in the cephalic vein. A non bsc introducer sheath was inserted from the cephalic vein toward the anastomotic part of the shunt. Upon the inflation of the device, the pressure of the atmospheres did to go up over 6 atmospheres for 10 seconds, and then the physician confirmed contrast media leakage from the shaft under fluoroscopy. The 6.0 x 20/40 (4f) sterling otw balloon was removed outside the body and found that there was a pinhole on the shaft of the device. The pinhole was located approximately 15cm from the distal end of the balloon. The balloon was removed intact. The balloon was visible under fluoroscopy. The procedure was completed with a different device. The pt status is listed as good.